Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin leaked from reservoir into reservoir compartment. Customer¿s blood glucose level was unknown. Customer reported that they not possible to perform rewind anymore, insulin pump does not recognize the reservoir and performed reset of insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 38 alarm during the rewind test due to moisture damage on the motor assembly. Unable to perform the self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38 alarm.